Event description:
It was reported that the water inside the catheter balloon could not be deflated and removed. It was stated that the balloon of the catheter was ruptured and removed by the doctor.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The product had caused the reported failure. Sample was evaluated and observed catheter could not be fully deflated due to poor snip eye a potential root cause for this failure could be poor snipping /uneven snipping. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water inside the catheter balloon could not be deflated and removed. It was stated that the balloon of the catheter was ruptured and removed by the doctor.